Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 400 mg/dl. Caller stated that the customer's insulin pump had multiple motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms during occlusion test. Unit was unable to prime during the prime test due to faulty force sensor. Unable to performed occlusion test due to motor error alarms.